Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the saw exceeded maximum temperature during testing. There were no injuries or complications reported.

Event description:
It was reported that during a video assisted thoracic lobectomy procedure, a small piece of the tubing was chipped off when it was removed from the patient. The camera was re-inserted and the piece could not be found. The small black piece was left in the patient. The case was complete with no patient consequence. The device will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Torn sleeve. The analysis results of the device found that it was received torn at distal end. However it could not be determined what may have caused the damage found. A batch record review was performed and no anomalies were found during the manufacturing process.